Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow-up. Upon interrogation, the lead exhibited high impedance, low impedance, over sensing, under sensing, and loss of capture. No intervention was reported. There were no adverse consequences to the patient.